Event description:
It was reported that the patient was not getting adequate relief. It was also reported that the ipg was non-functional. The patient underwent a replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
The returned ipg (sc-1132, sn: (B)(6) was analyzed and the internal electrical test found that its quiescent current was higher than the expected limit due to a defective component in the circuit. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause selected is cause traced to component failure. No escalation is required at this time.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was not experiencing adequate relief. It was also reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.